Event description:
The user facility reported that water leaked from the processor, during d-short cycles, onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and confirmed that the unit was leaking water during d-short cycle runs. The technician installed an additional baffle over the drip pan drain hole and also installed a new drain valve. When it was found that the leak remained after these repairs, the technician determined that there was a leak coming from the processor door when the door drip pan overflowed. The technician applied silicone to the outside of the door gasket channel at the bottom of the chamber and ran several d-short cycles. On (B)(6) 2013, the user facility reported the unit was leaking during d-long cycle runs. The technician arrived onsite, resealed the door gasket bottom groove and confirmed the unit operational. No further leaks have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.